Manufacturer narrative:
The customer contacted the (B)(6) customer care center (ccc). A (B)(6) headquarters support center (hsc) specialist reviewed the instrument data. The hsc instructed the customer to check the instrument probe alignments. The hsc also instructed the customer to verify the probe depth vertical alignment and perform a precision test. The customer successfully ran quality controls. The cause of the discordant human chorionic gonadotropin result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, (B)(6) human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant hcg result was reported to the physician(s). The sample was repeated on the same system and on an alternate system, both resulting higher. The corrected hcg result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.